Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely calcified iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflations at 20 atmospheres, the balloon ruptured vertically. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.